Manufacturer narrative:
The manufacturer was contacted in reference to an everflo device. There is an allegation of rar burnt in the device. The device was returned to a third-party service center for evaluation. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. During the evaluation of the device at third-party service center, the service center observed that the fan blade is broken and smells burnt. Fan requires replacement. Inlet filter must be replaced due to preventive maintenance. Additionally, device was sent to pil for further investigation. Box b has been updated/corrected in this report.

Event description:
An everflo device was returned to a third-party service center with allegation of rar burnt. During the evaluation of the device at third-party service center, the service center observed and confirmed the allegation. Additionally, device was sent to pil for further investigation.